Event description:
Caller states neonate patient tested 40 mg/dl, 41 mg/dl, and 42 mg/dl on the aviva system. The same neonate tested 80 mg/dl on the sensor system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in sensor system (lot number and expiration date unknown). (B) (4)